Event description:
The customer reported via phone call that they have been experiencing low blood glucose. The customer explained the insulin pump was removed after a hospitalization back in (B)(6) 2014. Customer was put on manual injections and then back on insulin pump therapy on (B)(6) 2014. Customer stated that their blood glucose has been low since going back on the insulin pump. Customer reported that the current blood glucose level was 40 mg/dl. Customer would be treating with food. Customer stated they reverted to the old insulin pump. Customer was advised against using it since customer had reported a motor error on that device. Customer did not want to use the new replacement insulin pump because of difficulty viewing it due to it being clear one. Customer requested an insulin pump with a different color case and agreed to return the product.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-00304.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the reservoir tube window.